Event description:
The customer reported that while using the side-firing surgical fiber during a prostate procedure, the fiber blew (loss of vaporization efficiency) and the cap turned black at 99,432 joules of use. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report of a loss of vaporization efficiency during the procedure, is not considered a reportable issue. Upon analysis, the fiber was found to be fractured and partially broken off and exhibited char and devitrification. There was no indication or report of any part of the device remaining inside the pt. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.